Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of tip failed to detach. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the lithotripter basket was inserted into the pancreatic duct. While capturing the stone the basket became embedded on the stone. The physician then connected an alliance inflation handle to the lithotripter basket in an attempt to crush a 2 cm stone and detach the lithotripter tip. However, the basket failed to crush the stone and the tip failed to detach. The handle of the basket was then cut and an emergency lithotripter handle was attached. The physician was able to release the stone from the basket and removed the basket from the patient. The stone was left inside the patient. A stent was placed and the procedure will be repeated on a later date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." Additionally, this device is not indicated for use within the pancreatic duct.